Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician, product ID: 8709, product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2015, a nurse did a refill and pump update. After the nurse refilled, updated the pump, and printed the repot, she heard the pump alarm. The printout showed the correct reservoir volume of 20ml, but refill interval was 0 days and the low reservoir alarm date was (B)(6) 2015. It showed the low and empty reservoir alarms were occurring. The nurse re-interrogated the pump and updated again. After the update, it showed the proper refill interval and correct refill date of (B)(6) 2015. No alarms were then heard. It was noted an alarm test was performed before the refill. It was unknown if the reservoir volume was adjusted a few times before updating. The medication being delivered via the pump was gablofen. Additional information has been requested the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.